Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient called to inquire about how to prep ins for upcoming MRI of c-spine. Agent reviewed MRI scanning guidelines for this pt's particular ins, which was limited to head/brain only. Agent suggested patient speak with physician ordering the scan as well as managing hcp regarding ins. Patient then stated they did not use the ins anymore and planned to have it removed during a bowel surgery scheduled for this august. Patient stated they had not used their ins in years because it was not effective at treating bowel symptoms. Patient reported they had an ileostomy surgery in (B)(6) 2023 to place an ileostomy bag. The patient was redirected to their healthcare provider to further address the issue.